Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the three pre-op events best described as suture break or the suture pulling off from the needle? Did any of the 3 devices that had an issue pre-op contribute to the post-op wound dehiscence? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure, if applicable did the 1 suture break post-op? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number of each suture? If applicable, will product be returned? If so, please provide the return date and tracking information. Corrected information: b1, h6 health effect - impact code, corrected b5 narrative: it was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the suture broke. The wound dehisced. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were the three pre-op events best described as suture break or the suture pulling off from the needle? Suture break. Was there any medical or surgical intervention performed to address the wound dehiscence? Redo of the case.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. The surgeon has used the suture to close the wound, but the suture broke at the swage point. The surgeon tried another two foils but had the same problem. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Wound dehiscence please clarify how many device had the issue, in event description mention 3 but in quantity to be returned indicates 4? Please clarify, post op 1no. , pre op, 3 nos, returning, 1 no. The following information was requested, but unavailable: what is the lot number? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the three pre-op events best described as suture break or the suture pulling off from the needle? Was there any medical or surgical intervention performed to address the wound dehiscence? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.